Manufacturer narrative:
An urgent medical device recall (umdr) notice was sent to the us customers on 21-jun-2023. The recall notification included a description of the reason for the recall, affected product, consignee responsibilities, and instructions for responding to the formal recall notification. Customers are instructed to contact ascensia diabetes care customer service to return the affected product and receive the replacement product. The umdr explains the potential for incorrect units of measurement associated with the contour next gen meters. Rr donnelly has implemented improvements to resolve the issue of incorrect units of measurement. Since the issue occurred at rr donnelly which is a packaging site for products distributed in the us, section g1 (continued) has been updated with the address of rr donnelly. The recall products were packaged on 08-feb-2023. Therefore, the device manufacture date has been updated in section h4, as the issue was associated with the packaging of the device. Recall was checked in section h7, as this issue is associated with the umdr. However, the recall number is not yet available. Therefore, not available was captured in section h9.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that he purchased a contour next gen meter in the us and the meter was displaying the units of measurement accompanied with the blood glucose readings in mmol/l instead of mg/dl. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
Conclusion code in section h6 and the correction/removal reporting number in section h9 have been updated.